Event description:
The customer reported that during a thyroidectomy, the insulation on the device degraded. In addition, the pt was said to have sustained a minor burn in the neck area from thermal transfer of heat. Another device was used to complete the procedure without incident. The site declined to answer questions as to the degree or treatment of the burn.

Manufacturer narrative:
(B)(4). The product sample was not returned but a photo of the incident device was supplied for evaluation. A visual inspection of the photo revealed that the blue nylon insulation was shredded around the jaws. A failure investigation was conducted for this issue. Repeated device activation and high duty cycle can lead to high temperatures that cause delamination of the nylon coating. We have been able to duplicate this in our investigation testing. The product instructions for use (IFU) warn against using the device as a bipolar scissor which can mimic the repeated activation/high duty cycle scenario. Reported injuries for these complaints have been minor in nature without serious effect to the pt. A new coating has been developed and is being phased into production. The returned sample was not made with the new coating.